Event description:
While using securestrap to secure mesh in place on a bilateral inguinal hernia repair, the device misfired multiple times. The device was taken off surgical field and replaced with sorbafix. Surgeon prefers absorbatac, which should be back on the shelves next week.